Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnoses: chronic pain syndrome. Status post remote lumbar fusion from l4 to s1 with pseudoarthrosis at l5-s1. Adult degenerative deformity with an right thoracolumbar curve. Spondylolisthesis of multiple segments including l3-4, l2-3 and l1-2. Status post failed spinal cord stimulator implantation performed at an outside institution. Status post intrathecal narcotic analgesic pump placement. Neurogenic claudication with stenosis at l2-3 and l3-4. For which, patient underwent following procedures: exploration of anterior lumbar spine for fusion. Anterior lumbar interbody fusion at l5-s1. Partial corpectomy at l5-s1 with anterior decompression. Application of interbody device in the form of an cage, small medium wide footprint, 16 mm tall, utilizing bone morphogenic protein as graft. Use of anterior instrumentation in the form of ldr keel blades, medium, 16 mm long. Per op notes, patient was placed in a supine position for anterior approach to the spine. A 16 mm height, 14 degree lordotic cage was found to have excellent press-fit. This was then inserted under fluoroscopic control w with the final implant contained bone morphogenic protein. Patient tolerated the procedure well without any intraoperative complications. On same day, patient underwent another procedure. Preliminary diagnosis: chronic pain syndrome. Adult degenerative deformity with right thoracolumbar coronal deformity. Spondylolisthesis at multiple segments including l2-3 and 3-4. Neurogenic claudication with stenosis at l2-3 and 3-4. Status post previous attempted fusion from l4 to s1. Status post intrathecal narcotic pump as well as spinal cord stimulator implantation performed at an outside institution. For which, patient underwent following procedures: anterior lumbar interbody fusion via transpsoas approach at l3-4. Anterior lumbar interbody fusion via transpsoas approach at l2-3. Partial corpectomy at multiple segments including l2, l3, l4 with anterior decompression of the spinal canal. Use of implantable interbody cage device at l2-3, l3-4. Hardware used was peek 18 x 50 x 10 mm cages with bone morphogenic protein. Use of intraoperative neural monitoring. Use of intraoperative fluoroscopy. Per op notes, after successfully completing the l5-s1 anterior segment, the patient was then repositioned in the left decubitus position, or right side up, to allow access to the l2-3 and 3-4 segments. The final trial measuring 18 x 50 x 10 mm cages was loaded with bone morphogenic protein and inserted under fluoroscopic control. Patient tolerated the procedure well without any intraoperative complications.

Event description:
It was reported that the patient underwent an anterior lumbar fusion at l2-3, l3-4, l5-s1 using rhbmp-2/acs. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. Consequently, the patient underwent additional imaging that showed that the patient had developed subsidence. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.